Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was reported that during the replacement procedure of the implantable pulse generator (ipg), the existing ipg was connected and left in the patient and the incision was closed. The intended replacement ipg was not implanted. The existing ipg was subsequently explanted and replaced with another replacement ipg on the same day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was reported that during the replacement procedure of the implantable pulse generator (ipg), the existing ipg was connected and left in the patient and the incision was closed. The intended replacement ipg was not implanted. The existing ipg was subsequently explanted and replaced with another replacement ipg on the same day. No further patient complications have been reported as a result of this event.